Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing the feeling of electrical shocks at the implantable pulse generator (ipg) implant site. The right ventricular (rv) lead exhibited a gradual rise in thresholds and impedance. The thresholds were now noted to be high and a warning for undefined impedance was also noted. The lead remains in use. No further patient complications have been reported as a result of this event.